Event description:
A report was received that the patient had a lead revision due to the leads eroding through the skin. The leads were positioned. The ipg was reprogrammed and patient is satisfied with the stimulation coverage.